Event description:
Philips rec'd feedback from a customer, reporting that there are differences in autoquant results between the intellispace portal (isp) and extended brilliance workspace (ebw). Isp5 autoquant results do not match the results of those in ebw (nuclear medicine) and jetstream workstation (jsws), and are correct.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4). Initial MDR mailed on (B)(4) 2014.